Event description:
A customer reported mist coming out from the unit when a cancellation occurred. Healthcare workers complained of headaches when the event occurred and no medical attention was received. The field service engineer went to the customer site and repaired the unit.